Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to daylight savings time change. Reportedly, the customer corrected the time to resolve the issue. Additionally, it was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Customer's blood glucose was 336mg/dl.